Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the liquid crystal display (lcd) of the system controller had a vertical line on it. The system controller was replaced. The system controller was returned.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of a display issue was confirmed with the returned system controller (serial # (B)(6)). The self-test function was activated, and the front user interface display has a line of inactive pixels. The information displayed were found to be legible when the display screens were navigated. The display issue was isolated to the liquid crystal display (lcd) component. A root cause of the lcd component issue resulting in the inactive pixels could not be determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. The self test should be done at least once per day on the running system controller. Try to perform the self test at the same time each day so that it becomes part of your daily routine. When charging the backup system controller every six months, self test the backup system controller when it is in charge mode. Under section 10, daily safety checklist, perform system controller self test. Heartmate 3 instructions for use rev a, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Perform system controller self test. Under section 2, ¿performing a system controller self test¿, use a daily system controller self test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery for the system controller. During the self test, the pump set speed will not be changed. The system controller self test is a loud and bright function. All of the audible and visual indicators should come on and ¿self test¿ should appear on the screen. Perform the self test at least daily on the running system controller. No further information was provided. The manufacturer is closing the file on this event.